Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the device delivered inappropriate shock due to episodes of supraventricular tachycardia which were incorrectly interpreted by the device. Abbott technical support was contacted, and the device was reprogrammed to resolve the event. The patient was in stable condition.